Event description:
It was reported that a break off set screw could not be broken off at left side s1. The set screw was implanted with the tab intact.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of event. In addition, this part is not approved for use in the united states; however, a like device catalog # 8670855, was cleared in the united states.